Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip jumping. The clip opening while establishing final arm angle (efaa) appears to be a cascading effect of the clip jumping. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa and clip jumping. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A hypermobile septum was present. The clip delivery system (cds) was advanced and placed on the mitral valve. It was noted that the clip jumped open to 120 degrees while establishing final arm angle (efaa). The clip was unlocked, grippers were raised, and another grasping attempt was made. Final arm angle tests were successful, and the clip was deployed, reducing mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.